Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing facial nerve stimulation. Programming adjustments were made; however, the issue did not resolve. Imaging confirmed proper electrode position. The recipient reportedly received a steroid it injection.

Manufacturer narrative:
Additional information: sections b.3, d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient presented with improvement and is using the device. The recipient's steroid injection was given to reduce any potential inflammation. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.